Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there are traces of the sticker at the opening of the product having been peeled off, and there is a tear in that area, as well as some cardboard dust-like material attached to it. There was no reported patient involvement. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged packaging is unconfirmed as the product meets its packaging specifications. One unopened 5 fr d/l powerpicc basic kit was returned for evaluation. An initial visual observation revealed no use residues throughout the returned packaging. The kit was returned unopened inside its original box. It was observed that one piece of tape on the outside of the box had some cardboard residues along the sticky side of the tape. Nothing remarkable was found throughout the kit inside the box. The label sticker was compared against its drawing, lab0743801, revision 2, and was determined to be printed correctly on the packaging. Because no significant damage could be found along the packaging, the complaint of damaged packaging was determined to be unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there are traces of the sticker at the opening of the product having been peeled off, and there is a tear in that area, as well as some cardboard dust-like material attached to it. There was no reported patient involvement. No other information provided, at this time.